Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the front enclosure was cracked and the load plate cover was damaged. The autopulse platform was turned on/off with no problems. The reported complaint of the platform displaying a user advisory (ua) 12 was unable to be duplicated. The platform was run with a test mannequin for 5 minutes and an additional 5 minutes with a large resuscitation test fixture (lrtf) and no anomalies or errors were exhibited. Load cell characterization testing was performed which showed that both load cells are functioning within specification. The lifeband detect switch and the driveshaft lock pin were also checked and no problems were observed. Functional testing did not identify any mechanical issues which could have caused or contributed to the device displaying a user advisory 12. A review of the archive was performed and no errors or anomalies occurred on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n 11653-001) ua12 occurs when the autopulse detects that the lifeband is not properly installed. The autopulse is designed into the platform to prevent patient injury. Based on the investigation, the parts identified for replacement were the front enclosure and the load plate cover. No parts were replaced to remedy the customer's reported complaint. The customer's reported complaint of the platform exhibiting a ua12 was not confirmed, as it was not observed in the archive on the reported event date and it was unable to be duplicated during functional testing. The platform underwent and passed all final functional testing. Please note that the customer reported that a user advisory (ua) 45 also occurred, however this was cleared in the field.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, that was able to be cleared. After the ua 45 was cleared, the platform then displayed a user advisory 12 (lifeband not present) message, even though the lifeband was still attached. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 03/18/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.